Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient was fine without problem. The returned guide wire had no deformity such as kink other than intentional shaping of the wire tip. At approximately 20-28 cm from the proximal end of the guide wire, a longitudinal linear scrape of the ptfe coating was found. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and made to contact the introducer edge. As a result, the similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guide wire, it was concluded that ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the wire shaft. There was no indication of product deficiency. Although this event occurred before use, ptfe coating debris could enter the vasculature and may cause or contribute to patient harm if this were to recur. Introductions for use states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During a pci to treat a 90-99% stenosis in the lcx #6, the subject guide wire was combined with an inserter when foreign debris was recognized. The guide wire was not used and exchanged to another guide wire to reestablish the blood flow.